Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 517 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on 2/21/2026 with no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Multiple attempts were made by tandem clinical support to follow-up with the customer on the reported issue, but no response was received.